Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen in-clinic for a routine visit with at least 5 days of symptoms concerning for stroke. The patient stated that he was staying at camp lejune hospital during a hurricane and noticed tingling in his hands on (B)(4) 2018, the physician in the room at the time said that "he looked fine". Shortly after the patient's family noticed that his speech was "slower and more garbled". The patient also reports that finding the right words became difficult. Drooling from the right side of the patient's mouth and ataxia were also noted. The patient has had several supratherapeutic inrs to peak 5.6 on (B)(6) 2018. A CT scan was performed and confirmed the stroke. No additional information has been provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a computed tomography angiography (cta) of the head and neck showed no acute cerebrovascular accident (cva). Neurology was consulted and felt the symptoms were most consistent with a cerebellar cva and recommended a computed tomography (CT) scan of the head as well as lipid and blood sugar management. CT showed hypodense area in the medial left occipital lobe which was likely subacute to chronic. Patient was kept on aspirin and warfarin with plans to better control the patient's diabetes to prevent a future stroke.